Event description:
It was reported that the 9600 sys had a physicist discrepancy, dose rate was out of specification. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and put back into svc.